Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult to remove (anatomy) was unable to be determined. The reported tissue damage was likely a cascading event of the reported difficult to remove (anatomy). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3 and a posterior flail. An xtw clip was inserted and advanced under the mitral valve. However, while grasping, the clip became caught in the chordae. Troubleshooting maneuvers were performed, and the clip was able to be removed. While retracting the clip into the left atrium (la), tissue damage to the anterior leaflet was observed. The procedure was continued, the clip was able to grasp the leaflets and was deployed, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure.